Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The reported event of syringe volume discrepancy file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer.

Event description:
The customer reported a syringe volume discrepancy. The event occurred in the nicu .although requested the customer reported that "this all the information have regarding this event". The customer did not indicate any patient harm or medical interventions.